Event description:
Essure implanted in (B)(6) 2015. Started having knee problems and increasing pain in early 2017, then progressed to hips and lower back. Joint pain, decreased mobility, leg weakness / numbness, inability to hold bladder, memory loss. Loss of cartilage in both knees, spinal stenosis, bulging discs, degenerative disc disease. Currently being worked up for inability to hold bladder. Due to decreased mobility and pain, started intermittent disability in 2018, then short-term disability starting (B)(6) 2018. Will continue onto long-term disability (B)(6) 2019 while waiting for hysterectomy to remove essure devices.